Event description:
Pt underwent cataract surgery on 8/28/96, and implantation of an intraocular lens was attempted by the surgeon. However, the surgeon was not sure if the lens ejected in a controlled manner. The posterior capsule was found to have a tear in it and the surgeon performed a vitrectomy. Date device expires: 1/4/2001.